Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for 11 patients tested on a cobas 6000 e 601 module. The initial results were reported outside the laboratory. The doctor who received the results asked for the samples to be retested. The customer performed repeat measurements with the samples on the same e 601 module as well as a different e 601 module. Below are 5 examples of questionable troponin results provided by the customer: patient 1's initial troponin result was 0.071 ng/ml, and the patient¿s repeat troponin result was 0.010. At 16:13, patient 2's initial troponin result was 0.191 ng/ml. At 21:42, the patient's first repeat troponin result was 0.157 ng/ml. At 21:55, the patient's second repeat troponin result was 0.152 ng/ml. At 09:17, patient 4's initial troponin result was 0.051 ng/ml. At 21:38, the patient's first repeat troponin result was 0.010 ng/ml with a data flag. At 21:52, the patient's second repeat troponin result was 0.010 ng/ml with a data flag. Patient 5's initial troponin result was 0.103 ng/ml. At 20:39, the patient's first repeat troponin result was 0.057 ng/ml. At 21:00, the patient's first repeat troponin result was 0.053 ng/ml. At 15:28, patient 6's initial troponin result was 0.045 ng/ml. At 21:42, the patient's first repeat troponin result was 0.010 ng/ml with a data flag. At 21:56, the patient's second repeat troponin result was 0.010 ng/ml with a data flag. The time of measurement for all troponin results were requested but not provided. The customer determined the repeat results were correct. The troponin reagent lot number was 493961 with an expiration date of 30-sep-2021.

Manufacturer narrative:
D4 unique device identifier (UDI) (B)(4). The customer removed the current troponin reagent pack from the analyzer. The customer performed a calibration on the standby pack and had a passing calibration. No further issues were reported by the customer. The investigation reviewed the customer's calibration results and the results were ok. On (B)(6) 2021, the level 1 qc was high for both current and standby reagents. The qc was in range based on the provided qc ranges installed on the customer's analyzer. The customer was unable to determine if the qc ranges were correct. For level 2 qc, the qc was out of range high and low for both current and standby reagent packs. The qc was acceptable at 20:06. For level 3 qc, the qc results were ok. The customer's sample pre-analytical details and system alarm trace were requested but not provided. The investigation determined the customer's troubleshooting resolved the issue. Updated medwatch fields: d1, d2, d4, g1, and g4.